Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red blinking light. Requests for additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.